Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rect0892 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was inserted to the patient, blood leakage occurred near the trifurcation of the catheter where a hole was found. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, and the cause appeared to be use related. One 15cm trialysis catheter with pre-curved extension legs was returned for investigation. The returned device exhibited evidence of use. Blood residue remained within the lumens of the catheter. A functional test revealed spraying leaks between the 13 and 14 cm depth marks when both the arterial and the power injectable lumens were pressurized with water. When the power injectable lumen was pressurized with water, water was leaking from the arterial (red) luer adaptor, which indicates that the septum between the two lumens was breached. A microscopic examination of the leak sites revealed two holes with sharp distinct edges that were observed in the catheter material. One of the holes was v-shaped. The size and shape of the holes were consistent with a sharp instrument puncture. Inadvertent device contact with sharp instruments should be avoided to prevent damage to the catheter material. Due to the evidence of use and leak sites that were consistent with sharp instrument damage, the complaint appeared to be use related. A lot history review (lhr) of rect0892 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was inserted to the patient, blood leakage occurred near the trifurcation of the catheter where a hole was found. There was no reported patient injury.